Event description:
39 year old female inpatient receiving slow intravenous push adriamycin via white port of neostar catheter with normal saline free flowing. Excellent blood return noted. Pt complained of a burning sensation approximately 1 inch to the right of the catheter exit site. Burning stopped when infusion stopped. Draw back on syringe until blood returned was performed. Approx 4-5 cc infused. Drug was stopped. The blood return was verified by two nurses. The pt was taken to radiology at which time the device was removed and replaced with a hickman catheter. The radiologist reported that there were no holes noted in the catheter but that there was "possible beading" on the surface of the catheter. Unfortunately, it was discarded at that time and is not available for evaluation.